Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 35 mg/dl with severe dizziness and severe headache on (B)(6) 2014. It was reported the patient did not receive treatment outside of routine diabetes management, the pump¿s settings were not recently changed, and the patient remained on pump use. It was reported the patient had overrode the pump¿s bolus calculator feature and manually calculated and bolused for a meal as well as manually calculated and bolused for an alcoholic beverage. It was reported during the call that the patient was consuming food and their blood glucose level was increasing. The reporter noted the bolus history correlated to the total daily dose bolus history and all boluses were recorded accurately. This complaint is being reported because the reported hypoglycemia was caused by patient use-error. There was no allegation or indication of a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/18/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no issues. The total daily dose totals appropriately correlated to the user programmed basal rate. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be accurately delivering. All deliveries that occurred during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.